Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The distributor alleged that the pump was emitting multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/26/2015 with the following findings: a review of the pump black box data indicated evidence of cs 078 alarms. The pump was exercised for 24 hours with no cs 078 alarms occurring. The pump case removed and moisture damage was found inside the pump. The call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the call service alarm, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).